Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission 06/15/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 7 hours with no evidence of overheating. The battery was not returned with the pump for evaluation. There was no activity related to the complaint found in the pump history. Investigation revealed corrosion in the battery compartment and on the battery cap. A display lens leak and moisture damage inside the pump was found during testing. The overheating battery/pump complaint could not be confirmed or duplicated on investigation.

Event description:
The patient contacted animas to report corrosion in pump's battery compartment and that the pump was overheating. The patient reported that on (B)(6) 2011, he woke up to a "low battery" alarm. When the patient went to replace the battery, he noticed black "material" all over the battery and within the compartment. The patient claimed the pump was also hot. The patient reported that he cleaned the battery compartment with a paper towel; however, the pump no longer powered on. The patient denied any injury or burns from the hot pump. The patient also denied any blood glucose excursions as a result of power loss to pump. At the time of troubleshooting, the patient reported that the pump is frequently exposed to water (pool or lake). The patient confirmed that the battery cap is secured to pump and that o-ring is not visible. The threads within battery compartment also reportedly not stripped. The patient also confirmed there were no cracks in battery compartment. There was no adverse event associated with this complaint; however, it is being reported because the alleged issue with the pump overheating was not resolved.